Event description:
Short plastic tube attached to plastic spike housing separated causing chemo solution to spill on nurse administering medication. In a separate incident an IV solution was noted to be leaking from the same connection. The potential product defect apparently was known to some nurses since they would scotch tape the two pieces together so they wouldn't separate.